Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of less than 200 ohms, oversensing, and pacing inhibition with pauses of greater than two seconds. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.